Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis/requiring medical intervention. Device issue: none. Info rec'd from a clinical study reporting that a vision bare matel stent was implanted to treat a lesion in the distal lad. Approximately 5 months later, the pt returned and reintervention of the target lesion was performed in the distal lad, due to restenosis. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.